Event description:
The pump was returned for investigation. Investigation revealed the keypad buttons were intermittently responsive and contamination was found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact; the ok button symbol was found to be worn. Investigation revealed the keypad buttons were intermittently responsive and contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.